Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing battery site tenderness following a fall. X-rays were taken and it was discovered that the battery was damaged and a piece had broken off. As a result, the ipg was replaced and therapy was restored following the procedure.